Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Per legal notice, a patient reported being injected in the face with an unspecified juvéderm®. The patient had recently been seen on several occasions over the prior weeks. Post injection, the patient developed ¿lumpiness¿ in the right cheek and jaw and was advised to have a dissolving agent injected into the area of concern. Soon after the treatment, ¿significant facial swelling¿ developed on the patient¿s face, thereby prompting a call to the injector. Prescriptions for oral steroids and antibiotics were called in for the patient after the call the following month. The next day, the patient had a video call with the injector and was given assurance. Over the next several days, the patient¿s condition worsened, and the injector suggested that the patient be seen by the medical director. However, the patient sought the second opinion of another physician, who prescribed a change in antibiotic and local skin care management. The patient¿s ¿infection¿ slowly resolved. The patient is left with ¿facial contour deformities¿ on the right side of the face.